Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level that ranged from 500-600 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip and was released from the hospital four days later with no permanent damage. Reportedly, the pump did not deliver insulin as intended and the quick bolus feature was "not working." Pump system check with tandem technical support (cts) indicated that the pump and related supplies functioned as intended. At the time of the report with cts the customer was able to successfully deliver a quick bolus.